Event description:
It was reported that the right ventricular lead exhibited noise; lead fracture was suspected. The patient complained of symptoms of pre-syncope. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.